Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device upgrade, the screw in the header and the lead could not be removed. The device and lead were replaced. Patient is doing well.

Manufacturer narrative:
The reported field event of being unable to loosen the set screw was confirmed in the laboratory. Visual inspection noted the set screw was stripped. It is believed silicone debris filled the set screw hex cavity, prevented full insertion of the torque driver, and resulted in difficulty loosening the set screw.